Event description:
During a coil embolization procedure, the orbit rdfl complex mini coil (638mf0410/ 15408272) detached in the aneurysm without using detachment syringe. The markers on the coil or the prowler microcatheter were not seen during placement, since the attentions was focus on positioning the coil within the aneurysm, however both, the coil and microcatheter are being returned for analysis to confirm the markers on the products. After the event, no damages were noticed on the syringe or delivery system. Additionally, the physician indicated that coil may have been pushed past the marker which also may have been the cause of the self detachment. The patient was not harmed and it was a successful outcome. Prior to placing the coils, an enterprise stent was deployed successfully, and during the procedure, the coil was repositioned many times. The target site was the carotid artery with a wide neck saccular aneurysm that measure 3.5mm, neck 3.5mm, and a neck to sac ratio of 1:1.

Manufacturer narrative:
The catalog and lot number for the actual product used in the patient is unknown and will not be available. An investigation was conducted, but the product information was not available. This is 1 of 2 products used during the same procedure on the same patient, which is associated with MFR report 1058196-2011-00413 and 1058196-2011-00414. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a coil embolization procedure, the orbit rdfl complex mini coil ((B)(4)) detached in the aneurysm without using detachment syringe. The markers on the orbit coil delivery system or the prowler microcatheter were not seen during placement, since the attentions was focus on positioning the coil within the aneurysm. The physician was working in only one plane of the imaging system and indicated that the delivery system was pushed too far causing the markers to actually be in the coil mass and therefore unseen. This caused the coil to be pushed into the aneurysm past the usual point causing detachment without pressurizing the syringe. Therefore, it was reported that the delivery system and microcatheter are being returned to confirm whether the markerbands are present; however, with additional information, only the coil is available for analysis. The coil was positioned many times with report of additional torque/manipulation during placement of the coil. It is not known if the microcatheter was repositioned over the deployed coil which the instructions for use (IFU) cautions may lead to coil damage or detachment. The patient was not harmed and it was a successful outcome. After the event, no damages were noticed on the syringe or delivery system. Prior to placing the coils, an enterprise stent was deployed successfully. A constant and dedicated heparinized saline source was utilized at all times. Other than the marker, no other issues were noted with the microcatheter that may have contributed to the event. The microcatheter distal tip was not re-shaped. The target site was the carotid artery with a wide neck saccular aneurysm that measure 3.5mm, neck 3.5mm, and a neck to sac ratio of 1:1. The lot number of the prowler used for delivery of the orbit coil is not known; therefore a device history record review cannot be completed. The prowler is not available for analysis. Based on the analysis, the coil did not detach from the gripper; it separated from the headpiece. The marker bands were found in the correct position without damage. The root cause of the reported event and the cause of the damages found on the unit could not be conclusively determined, however the analysis and the DHR review indicates that the device did not present any indication of manufacturing defect or anomaly that could contribute to the event as reported. Based on the available information and analysis of the device, it appears that procedural factors of advancing the coil past the detachment position as outlined in the IFU and focus on the distal coil possibly contributed to the reported event. The IFU warns that incorrect marker band alignment may result in excessive forces on the treatment site or inappropriate embolic coil placement. It further warns to never advance the marker bands of the delivery tube past the marker band of the infusion catheter as this risks damaging the vessel and displacing the embolic coil. The prowler was not returned for evaluation; therefore confirmation of the marker bands could not be made; however, there was no discrepancy with the returned orbit delivery system. Therefore, no corrective actions will be taken. This is 1 of 2 products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00413 and 1058196-2011-00414.

Manufacturer narrative:
During a coil embolization procedure, the orbit rdfl complex mini coil ((B)(4)) detached in the aneurysm without using detachment syringe. The markers on the coil or the prowler microcatheter were not seen during placement, since the attentions was focus on positioning the coil within the aneurysm, however both, the coil and microcatheter are being returned for analysis to confirm the markers on the products. After the event, no damages were noticed on the syringe or delivery system. Additionally, the physician indicated that coil may have been pushed past the marker which also may have been the cause of the self detachment. The patient was not harmed and it was a successful outcome. Prior to placing the coils, an enterprise stent was deployed successfully, and during the procedure, the coil was repositioned many times. A constant and dedicated heparinized saline source was utilized at all times, and no additional torque or manipulation was conducted during placement of the coil. Other than the marker, no other issues were noted with the microcatheter that may have contributed to the event. The microcatheter distal tip was not re-shaped. The target site was the carotid artery with a wide neck saccular aneurysm that measure 3.5mm, neck 3.5mm, and a neck to sac ratio of 1:1. This is 1 of 2 products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00413 and 1058196-2011-00414. Additional information will be submitted within 30 days upon receipt.